Event description:
Related manufacturer report number: 3006705815-2022-13637. It was reported the patient was experiencing ineffective therapy due to having one of their leads accidentally cut during a previous procedure on (B)(6) 2021 (manufacturer report number: 3006705815-2022-13649). As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead the patient still has fully implanted, so both are being reported.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient underwent surgical intervention on (B)(6) 2022 to address the issue, but was unsuccessful. Further intervention is anticipated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.